Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, an entire drawer had failed, and the cubies drawer could not be recovered. The customer stated that recovery and maintenance functions were performed, but no drawers opened. The device displayed a message indicating that the device was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) provided remote assistance and guided the customer through a successful power-down and restart of the med station. After reboot all storage spaces began functioning properly. On site fse support was no longer required, as the system was fully operational. The system functioned as intended after the customer resolved the issue.